Manufacturer narrative:
Age at time of event: 18 years or older. Date of birth: patient was born in 1936. Device eval by manufacturer:returned product consisted of a jetstream xc-2.4 atherectomy catheter. The shaft and the remainder of the device were inspected for damage. Visual and tactile examination showed a slight twist/kink damage on the shaft located 12cm from the tip. The functionality of the device was checked. The device primed and functioned as designed. The device was tested in blades up and blades down modes with no issues. Aspiration testing of the device was completed. Test results showed that this device did perform as designed withdrawing 52ml of fluid in the 1 minute time frame. Inspection of the remainder of the device, apart from the observed damage, revealed no damage or irregularities.

Event description:
It was reported that the device sputtered during use. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). Atherectomy was activated for approximately one minute when the motor started sputtering. The device was removed and ran outside the patient; however it kept doing the same. A 2.1mm jetstream was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older. Date of birth: patient was born in (B)(6).

Event description:
It was reported that the device sputtered during use. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). Atherectomy was activated for approximately one minute when the motor started sputtering. The device was removed and ran outside the patient; however it kept doing the same. A 2.1mm jetstream was used to complete the procedure. There were no patient complications.